Event description:
It was reported that the insulin pump alarmed motor error after pump was exposed to high magnetic fields (MRI) . Customer's blood glucose reading was 115 mg/dl. It was reported that customer was unable to rewind the insulin pump. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to verify e70 in the alarm history and perform the displacement test due to motor error alarm. The insulin pump was received with cracked reservoir tube lip, minor scratched lcd window and broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.